Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the dcs and guidewire did not cause or contribute to the dissection; however, the cause of the dissection was not reported. Additionally, it was reported that the guidewire did not contribute to the death. It was noted that the medtronic guidewire interacted with the valve, causing it to dislodge.

Manufacturer narrative:
Updated data: b5, d10. D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: gwbc30; product serial/lot number: unknown; product type: 0195-heart valves; implant date: not-implantable; explant date: na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the right femoral access site was used during the procedure. Additionally, a medtronic guidewire was used during the procedure. The initial valve was implanted in the patient¿s native annulus using cuspal overlap technique. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. Per the physician, the medtronic guidewire caused the valve dislodgment due to withdrawal of the guidewire without a pigtail catheter after the valve was implanted. Per the physician, the second valve could be excluded as a contributing cause to the death.

Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device. Product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device. Product ID: evfxplus-26; product serial number: (B)(6); product type: 0195-heart valves; implant date: (B)(6) 2026; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transfemoral initial implant procedure for aortic valve stenosis using a 26 millimeter (mm) evolut fx+ transcatheter aortic valve, a pre-dilatation with a 20mm non-medtronic balloon was performed. The valve was loaded in the delivery catheter system (dcs), a frame overlap between node two and three was observed and it was decided to implant the valve. Under fluoroscopy, the position was checked on cusp overlap and left anterior oblique (lao) view, and the valve was implanted with a final release at an implantation depth of 3mm, remaining stable in position. When the dcs was removed, the nose cone became caught on the inflow cone of the valve, causing the valve to be pulled into the aortic root. This resulted in a valve dislodge and occlusion of the left coronary artery, leading to intraoperative patient instability. Emergency intubation and cardiopulmonary resuscitation were necessary. While resuscitation was ongoing, the first valve was pulled up into the ascending aorta/aortic arch using a snare device. After retrieval, a paddle was noted in the brachiocephalic trunk and dissection of the aortic wall was observed. The patient stabilized, allowing for successful implantation of a second evolut valve and closure of the femoral vessels. Due to the complications, the patient required prolonged ventilation, remained intubated, and was transferred to the intensive care unit. Fluoroscopy and position checks were conducted during the procedure. Additional information was received that after the implant procedure, the patient underwent a computed tomography to better assess the dissection; however, no treatment was provided. Subsequently, the patient died 24 hours later.